Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported difficult or delayed positioning associated with leaflet grasping resulting in difficulty removing clip from the anatomy (clip becoming caught in anatomy) appears to be related to patient conditions (previous papillary muscle lifting). Unspecified tissue injury appears to be related to difficulty removing the clip from anatomy and is therefore related to procedural conditions. Tissue damage/injury is a known complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ on a patient with a history of papillary muscle lifting. A mitraclip nt was inserted and advanced to mitral valve, where the previous papillary muscle lifting was performed, and grasping was performed. However, difficulties grasping the leaflets occurred, and the clip became caught in chordae. Troubleshooting was performed and clip was successfully removed from the chordae. However, it was observed that a chordal rupture occurred. The clip was deployed on both leaflets with chordae, reducing mr to a grade of 2+. There was no clinically significant delay in the procedure.